Event description:
The user facility reported, that the housing broke at the weld found, during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no clinically significant delay. And no medical intervention. And no adverse consequences.

Event description:
The user facility reported that the housing broke at the weld found during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no clinically significant delay and no medical intervention and no adverse consequences.